Manufacturer narrative:
Investigation/evaluation a review of the complaint history, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The zenith flex with spiral-z technology aaa endovascular graft iliac leg was not returned for investigation. A physical analysis of the actual device could not be performed. Follow up images were not provided; therefore, image reviews could not be performed. The lot number of the complaint device was not provided. Therefore, the device history record could not be reviewed. Without out the associated lot number for the product used during this event, a complaint history review could not be performed for the device lot. There have been numerous verification and design validation activities performed that have shown the device meets design input requirements and user needs. Each zenith device is shipped with instructions for use listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU, " inaccurate placement and/or incomplete sealing of the aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. As the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary. Excessive overlap 10 mm above the main body bifurcation may increase the risk of limb thrombosis." Additionally" pre-existing regions of stenosis/narrowing have been shown to increase the risk of a thromboembolic event. The completion angiogram should be reviewed carefully to determine if further treatment in these regions is necessary. Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed." Kink formation in the graft can be due to external compression on the device, inadequate overlap, inappropriate device sizing, tortuous vessel and patient's pre-existing conditions (mild occlusive disease and mild calcification) or graft angulation. This kink would have decreased the lumen diameter causing a non-laminar flow resulting in stenosis. Stenosis could also be due to the intimal damage of the native artery (can be during the deployment procedure or appropriate ballooning). Additional information regarding the procedure was requested, however due to this being a clinical study no additional information was provided. Due to the limited information provided in the complaint report, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. Appropriate personnel have been notified of this event.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation and has been discarded. This event is currently under investigation.

Event description:
On (B)(6) 2013 the patient was treated for an asymptomatic aneurysm with a maximum diameter 5.3 cm with placement of a zenith flex with spiral-z technology aaa endovascular graft and bilateral iliac legs. The neck quality shape classification was parallel with no occlusion from plaque/thrombus. Access was obtained by cut-down. The site reported no difficulty deploying the devices. The devices were intact and patent with no kinks or endoleaks at the end of the procedure. On (B)(6) 2013, the post-procedure follow-up imaging showed the devices were intact and patent, with no evidence of stenosis, kink, migration, or endoleak. On (B)(6) 2013, the patient was discharged from the hospital following the procedure. On (B)(6) 2014, at the 12-month follow-up, the imaging showed the devices were intact and patent, with no evidence of stenosis, kink, migration, or endoleak. On (B)(6) 2015, at the 2-year follow-up, the imaging showed the devices were intact and patent, with evidence of stenosis and kink in the left iliac leg. There was no evidence of migration or endoleak. On (B)(6) 2016, the patient underwent a secondary intervention (covered stent placement) for kink. The site states this is ¿probably¿ related to the study product. The patient recovered with treatment. The site also reported vessel injury. Additional information has been requested but not yet received. On (B)(6) 2017, the 3 year follow-up imaging showed the devices were intact and patent with no evidence of stenosis, migration, kink, or endoleak. On (B)(6) 2017, at the 4-year follow-up, the imaging showed the devices were intact and patent, with no evidence of stenosis, kink, migration, or endoleak. The patient has completed 4 years of the planned 5 year follow-up and remains in the study. No further issues have been reported.